Event description:
It was reported that during a low anterior resection procedure, when the device was used to resect the rectum, the firing trigger could not be grasped at the third firing. The instrument and the cartridge were replaced, but the same event occurred. As the doctor felt that the tissue was hard, he determined to resect the rectum in twice. After that, the device was fired but the staples were unformed. An artificial anus was created for the patient, but the doctor commented that there was no relation with the device. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 06/17/2009. Information anticipated, but unavailable at this time.